Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformance associated with the reported event were identified. Based on the information received, the cause of the reported air leak remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, an air leak occurred. The sheath and dilator were integrated and inserted into the right atrium. After septal puncture and before inserting the catheter, when negative pressure was applied for flushing, air was aspirated. Air aspiration was performed several times, which did not resolve the issue. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.